Manufacturer narrative:
Na.

Event description:
The nurse complained of a discrepant inr result from coaguchek xs meter serial number (B)(4). The results from the meter were 3.9 inr and 2.9 inr with. The specific times of the results were not provided, it was only stated that the results were within a few minutes of each other between 09:45 am and 10:00 am. A different finger was used for each result. There was no allegation of an adverse event. The patient is feeling "okay". It was not known if the patient was anemic. The patient was not taking heparin, had no antiphospholipid antibodies, and had no direct thrombin inhibitors. The patient has had no changes in warfarin, no changes in diet, no new illness, no new medications, no bruising, and no bleeding. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 297792) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr , donor 2 inr: 2.2 inr, donor 1 hct: 55% , donor 2 hct: 51% . Testing results: donor 1: retention meter with masterlot strips: 3.1 inr , customer meter with customer strips: 3.2 inr. Donor 2: retention meter with masterlot strips: 2.1 inr , customer meter with customer strips: 2.1 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The result of 3.9 inr alleged by the customer was not observed in the meter¿s patient result memory. Medwatch fields d10 and h3 have been updated.